Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene polypropylene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: abstracts/interactive cardiovascular and thoracic surgery please see article attached. (B)(4).

Event description:
It was reported in a journal article with title: acellular collagen-matrix meshes for sternal and thoracic wall reconstructions. The purpose of this retrospective study was to represent collagen-matrix materials, a novel category of remodelable biological materials in thoracic surgery, for rapid incorporation and vascularization. In a total of 14 patients, (n=1) one patient for replacement of an unstable prolene mesh was indicated for implantation of an acellular collagen-matrix bovine pericardium patch. Prolene mesh was used as a treatment for an unspecified procedure. Postoperative complication included unstable prolene mesh (n=1) treated with replacement of acellular bovine pericardium collagen-matrix mesh (veritas). Acellular bovine collagen-matrix meshes are feasible materials for the reconstruction of large thoracic wall defects. Particularly in cases of critical local wound conditions or contaminated areas the strong bio-material provided excellent stability and allowed for uncomplicated wound healing.